Event description:
During a tonsillectomy and adenoidectomy, doctor was using the cautery with a needle tip. The tip caught fire while in mouth of patient. Cautery removed from mouth, disengaged cautery trigger and flame went away. No apparent burns or injuries. Dates of use: (B)(6) 2010. Event abated after use or dose reduced: yes.